Event description:
It was reported to philips that the system failed to produce fluoroscopy. The system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, it was unknown if the system was in clinical use at the time of the event. However, there was no apparent harm to the patient or user. The philips remote service engineer (rse) communicated with customer and confirmed that the system was slow during boot up and, during procedures, the fluoro was not working. Through remote testing, rse identified ippc boot problems. To resolve the issue, the rse directed the customer to transfer all the patient data to pacs, re-create the image store, clear the que of commands, and reboot the system. After clearing the que of commands, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.